Manufacturer narrative:
Annex b: b21. Annex c: c21. Annex d: d16. Annex b: b01. Annex c: c07. Annex d: d0106. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in this MDR report. Investigation summary: the reported rate accuracy test failed was confirmed during testing of the received pump module. The received bezel assembly was observed with the tamper detecting torque seals intact on the two marked screws. However, a gap was observed between the assembly and one of the top left bosses on the bezel. This found incident is a possible cause of the rate accuracy error. It was reported that repair center replaced the bezel assembly before sending to dchu. A timed rate accuracy testing was performed with the repair center¿s replaced assembled bezel on the returned pump module. The suspect pump module passed rate accuracy testing and asm rate calibration with no errors or malfunctions. The same tests were also performed on the pump module with the original bezel assembly the repair center had removed; test results measured indicated the device was out of range of specification. Alaris system maintenance (asm) rate calibration task cannot be completed as a failed test was observed during the accuracy calibration test. There was no report of patient use, the issue was reported found during testing after field work for a software update. The log analysis begins on (B)(6) 2024, at 4:27 am, when the pump module was last recorded in use. At 4:28 am suspect pump module channel was selected, then, the infusion started with a rate of 11.25ml and a volume to be infused (vtbi): 80ml. At 6:28 am the pump was powered off, stopping the infusion. The alaris system user manual (v12.3), states, instruments are tested and calibrated before they are packaged for shipment. To ensure proper operation after shipment, it is recommended that an incoming inspection be performed before placing the instrument in use. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: device was disassembled for this investigation, please replace one snap rivet that hold the pump board as it was damaged during the internal inspection. This may be charged to dchu. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not be picking up the cost of the incidental repairs. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that during a software upgrade, the rate accuracy test failed. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that during a software upgrade, the rate accuracy test failed. There was no patient involvement.